Event description:
Follow up information identified the patient underwent surgical intervention to create a new pocket for the new ipg.

Event description:
It was reported, the patient was experiencing pain and discomfort when she sits down due to the placement of the ipg. The patient underwent surgical intervention where the ipg pocket site was relocated and the ipg was electively replaced with a new one.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.